Event description:
The service report shows that while performing a preventative maintenance service the co customer support engineer (cse) identified the bacteria filter heater to be nonfunctional. The cse replaced the filter heater. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.